Event description:
Treatment of a right unruptured supraclinoid aneurysm measuring 20mm x 7mm. During pipeline deployment, it was reported that the pipeline did not fully open proximally and balloon angioplasty (an option presented in the instructions for use) with a hyperform balloon was required to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).